Event description:
It was reported that a pump has a system error 105. The customer stated there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The unit was received inoperable due to a constant system error 105 alarm caused by a failed motor assembly. The motor assembly will be replaced.